Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right atrial (ra) lead was part of system revision due to infection with sepsis. This ra lead was extracted due to vegetation growth and bacteremia. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead is no longer in service.